Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 24apr2018, fse arrived at the site to address the reported event. Inspection of the device revealed that the tip chute was dirty, causing tips to get stuck and pile up in the tip discard chute. Additionally, there were scratches on the tip discard chute which likely were the cause of the reported errors. The customer was subsequently verified device proper operation by running several racks of patient samples with two-step assays and quality control (qc) without errors. The replaced part was discarded by the site. No further issues were noted. No further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 service manual, revision 3; chapter 10- trouble shooting was reviewed. The aia-2000 service manual under chapter10-trouble shooting indicates that 2061 tip detachment failure by main arm error message is generated when a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact the service department. The most probable cause of the reported was due to a dirty tip chute.

Event description:
On (B)(6) 2018, the customer reported receiving three "2061 tip detach failure by main arm" errors with their aia-2000st analyzer. The customer attempted to troubleshoot by emptying the tip waste and cleaning the waste shoot; however, the tips kept backing up resulting in repeated error 2061. The customer was unable to run alpha-fetoprotein (afp). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.